Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: one customer photo as well as 1 contaminated physical sample and 5 unused physical samples were received for review and analysis. The photo and 1 contaminated physical sample received show a used bd pbbcs device appearing to have poor sleeve recovery. Therefore, this complaint is confirmed. In addition, the 5 unused customer samples were subjected to a sleeve function test with no defects being observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the customer photo and samples received. The root cause of the poor sleeve recovery is insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was poor sleeve function. The following information was provided by the initial reporter. It was reported the "rubber sheath did not recover the needle during the draw."